Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) was exhibiting intermittent atrial sensing. In addition, oversensing on the rate/sense lead was leading to pacing inhibition in this pacemaker dependant patient.